Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse stated crimped waste tubing from the probe wipe was found, causing the leakage. He re-routed the tubing, resolving the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported approximately 25 ml of uncontained clear fluid leaked from a coulter lh 750 hematology analyzer onto the counter while the instrument was idle. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.